Manufacturer narrative:
The recipient was continued the treatment with IV antibiotics and oral antibiotics (type unknown); however, the treatment was not successful. The internal device was extruding through the skin. The recipient's device was explanted and the infected tissues were removed. The implant site was flushed and packed with antibiotics. The recipient continues to be monitored.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. The company was informed that the explanted device was discarded and will not be returned to the company. A review of device history record was completed and no anomalies were noted. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
After the explant surgery, it was reported that the recipient experienced a staph infection at the site and was prescribed bactrim. Advanced bionics considers the investigation into this reportable event as closed. The recipient's implant site has completely healed. This is the final report.

Event description:
The recipient reportedly was experiencing skin irritation and swelling at the implant site. The recipient was prescribed 480mg of augmentin and over the counter tropical ointment for 4 weeks. The recipient's implant site was improving and the recipient was prescribed another course of antibiotics. The recipient has a thin skin fla. The recipient was recommended to discontinue wearing the external equipment for 6 weeks. The recipient continues to be monitored.